Event description:
Per the clinic, the patient experienced facial spasms and pain with the internal device. Subsequently, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.